Manufacturer narrative:
Additional narrative: device malfunctioned intra-operatively and was not implanted / explanted. Without a lot number the device history records review could not be completed. Investigation flow: broken . Visual inspection: the 1.6mm cranial self-drilling screw was received with a broken tip. The fragments were not returned. Minor deformation was observed at the head of the screw. Based on the visual inspection, the received condition agreed with the complaint description. Thus, the complaint is confirmed. Dimensional inspection: a dimensional analysis could not be performed as the device was received with post manufacturing damage. Document/specification review: device history record and material/hardness review could not be performed as the device was received with unknown lot number. Drawing was reviewed during investigation. Conclusion: while no definitive root cause could be determined, it is possible that unintended forces encountered by the screw combined with the bone density of the patient could contribute to the tip breaking. Therefore, the complaint condition is confirmed. During the investigation, no product design issues or manufacturing discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during craniotomy surgery on (B)(6) 2018, that five cranial screws would not anchor to the bone. The screws were not cutting, so the surgeon decided to change the screws to other screws that could be fixed to the bone. Procedure was completed successfully. Patient status is reported as good. Upon inspection of the devices by the manufacturer, it was determined that three of the screws were broken. This report is for a titanium (ti) low profile neuro screw self-drilling 4mm. (B)(4).